Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported a skin irritation while wearing the lifevest. The skin irritation was described as itchy, red, and bleeding. The patient's doctor prescribed a medication. Follow up was attempted, but unsuccessful. The patient's medical outcome is unknown.